Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, halation occurred when in close proximity, image noise, the video connector received lock part failure, contact corrosion was noted, battery consumption issue was noted, and the automatic dimming light connector part was rattling (loose). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera pro video system center had automatic dimming failure. Upon inspection of the customer¿s returned device it was observed, image noise was noted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that noise appeared in the image after application of the vibration to the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was recommended to conduct preventive repair of printed circuit (ap) board, which controls light adjusting function, and cp board as well as other affected parts. Olympus will continue to monitor field performance for this device.